Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump black box data revealed that a loss of prime warning was emitted because the pump was not primed within three minutes of the rewind step. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted multiple unexplained loss of prime warnings and allegedly caused the reporter to lose confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.